Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's blood glucose was "high" when he tested on the meter remote after getting occlusion alarms on his pump. The animas rep explained what the occlusion alarms meant and advised the pt to change out his infusion site/set and to closely monitor his blood glucose. The next day, the animas rep followed up with the pt: the pt changed the infusion site/set as instructed and took a correction dose. It was noted that the pt's blood glucose went down to 153 mg/dl. There was no indication that the pump malfunctioned.